Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicates that the system was explanted due to swelling and pain in the device implant site. It was reiterated that there was no infection and no vegetation on the lead. No adverse patient effects were reported.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.